Manufacturer narrative:
A specific root cause could not be identified. Based on the provided results, there was probably an issue during the sampling of patient samples. This was most likely due to poor sample quality. As the customer was using an expired electrode, this could not be excluded as a possible cause.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6). Phone was provided as (B)(6).

Event description:
The customer received questionable low results for multiple assays for one patient sample. Of the data provided, only the results for ise indirect gen. 2 sodium and potassium were discrepant. The initial sodium result was 107 mmol/l with a data flag and the immediate repeat result was 109 mmol/l. On (B)(6) 2017, the repeat result was 144 mmol/l. The initial potassium result was 3.33 mmol/l with a data flag and the repeat result was 4.47 mmol/l. The erroneous results were reported outside of the laboratory and were questioned by the doctor. A corrected report was sent. There was no allegation of an adverse event. The sodium electrode lot number was n5460 with an expiration date of 31-dec-2016. The potassium electrode lot number was k4801 with an expiration date of 17-sep-2018. As the customer was using an expired electrode, an issue with the electrode was suspected. An issue during the pipetting of the sample was also possible.